Event description:
The following was reported to gore on august 11, 2025, from the avg 2209 viedoc study database: on (B)(6) 2024, this 53-year-old male patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. (B)(6) 2025, it was reported that the patient had thrombosis. The event led to in-patient or prolonged hospitalization. The following was reported to gore on august 11, 2025, from the avg 2209 viedoc study database: on (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis. On (B)(6) 2025, it was noted the patient had a thrombosis. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted the patient had a thrombosis. This lead to in-patient hospitalization. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis at the venous anastomotic lesion. The patient was noted to receive a stent. On (B)(6) 2025, it was noted the patient had a thrombosis. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis at the venous anastomotic lesion. On (B)(6) 2025, it was noted the patient had thrombosis in the graft, that means the graft was thrombosed and a dissection was noted. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis. This is noted to be a surgical repair using a patch plastic. A stent is noted to be placed as well. The stenosis noted to be an arterial anastomotic lesion affecting venous outflow. On (B)(6) 2025, the patient was discontinued from the study because of abandonment of the loop graft because of occlusion, thrombosis or stenosis. On (B)(6) 2025, a device deficiency described that in cases of severe destruction and dissection of the prothesis, its removal is necessary. A central venous catheter (cvc) placement for dialysis and prosthesis replacement was performed.

Manufacturer narrative:
B5 describe event or problem was updated. Multiple attempts were made to obtain clinical images about this event. No clinical images were provided. As the device was not made available, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on (B)(6) 2025 from the avg 2209 viedoc study database: on (B)(6) 2024, this 53-year-old male patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. On (B)(6) 2025, it was reported that the patient had thrombosis. The event led to in-patient or prolonged hospitalization. The following was reported to gore on (B)(6) 2025 from the avg 2209 viedoc study database: on (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis. On (B)(6) 2025, it was noted the patient had a thrombosis. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted the patient had a thrombosis. This lead to in-patient hospitalization. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis at the venous anastomotic lesion. The patient was noted to receive a stent. On (B)(6) 2025, it was noted the patient had a thrombosis. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis at the venous anastomotic lesion (B)(4). On (B)(6) 2025, it was noted the patient had thrombosis with dissection. Repeat intervention on the study limb resulted from the ae. On (B)(6) 2025, it was noted that the patient underwent a percutaneous transluminal angioplasty and thrombectomy for thrombosis within the registry device as well as thrombosis with stenosis. This is noted to be a surgical repair. A stent is noted to be placed as well. The stenosis noted to be an arterial anastomotic lesion affecting venous outflow.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing and heparin coating records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.